Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt claimed that the pump continues to go back to the rewind step of the priming process even though the pump has completed the rewind step. When the pt reinserted the cartridge and repeated the process, the pump displayed a "no cartridge detected" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no adverse event associated with this complaint. A replacement pump was sent to the pt.